Event description:
Consumer called to report her blood glucose monitor is not reading accurately. Analysis run on consensus error grid using mean reading (294) as reference point vs. Bd readings (110, 294) yielded data points in the c range of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.